Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported.